Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. Reportedly, the customer was using an old cartridge. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.